Manufacturer narrative:
This complaint is related to the following mdrs: 1828100-2014-00399, 1828100-2014-00401, 1828100-2014-00402, 1828100-2014-00405 and 1828100-2014-00406. The customer is ordering replacement batteries. Additional information from the customer: I wanted to describe the problem which came to me after the installation of the system-1, all devices shipped with non-working batteries, which do not hold a charge even for a minute. After checking their multimeter, each battery showed 4.5 volts but need 12 volts, this was the first problem. The second issue, I took good batteries from other system-1 device and temporarily installed on the system-1 to check the battery charge and general settings. After installing the good battery, the ccm displayed charge is "no," was not charging and the led was blinking red and sometimes the central control monitor (ccm) was blinking. The affected devices still working around thirty minutes or more on a battery, and on screen displays (time limit - no) and red led blinking.

Event description:
It was reported that after installation of the perfusion system and during the first start-up, the battery light emitting diode (led) was yellow. This is considered an "out of box" failure. There was no patient involvement. Additional information from the customer: during the first start-up, the first light came up the led was yellow. When checking the central control monitor (ccm) under the service menu, the device showed battery capacity was less than fifteen amps. I left the device charging for thirteen hours and checked the service menu regarding charge status. There was marked "1" meaning the charge was on. After the specified time, the led did not turn green color and the amps did not climb more than sixteen. I decided to check the device and unplugged it from the wall after three seconds, the device turned off completely. After I turned the device on again, the led was red.